Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure. The target lesion was about 2.5 centimeters (cm) in size and located in the left lower lobe 2 cm away from the pleura. The target lesion was a known cancer lesion which had been previously treated under stereotactic body radiation therapy (sbrt). The procedure was performed to check for recurrence of cancer or radiation pneumonitis. Initially, the physician used biopsy forceps, cytology brush and a 21 flexision needle, and then a small cryoprobe was used to cryobiopsy towards the end of the procedure. There were about 20 total passes during the procedure. A bronchoalveolar lavage was also performed, and then excessive bleeding was observed. The physician used a balloon blocker (before the bleeding site), epinephrine, and cold saline to control the bleeding. The bleeding was controlled after 8 minutes from the time it started. The balloon blocker was deflated, and the airways were irrigated. The estimated blood loss was 200 ml. There was a delay of about 10 minutes. After the procedure, the patient was transferred to the intensive care unit for monitoring and remained intubated at the time of initial reporting. The plan of care was to extubate the patient and discharge the next day. The physician reported that the cause of the bleeding was related to cryobiopsy, which is not on-label for ion procedures. The bleeding was an anticipated complication of the procedure. There were no patient comorbid conditions, and the patient was not on anticoagulation that might have caused or contributed to the event. There was no ion system or instrument malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the bleeding cannot be determined. System logs were not available for review at this time.